Event description:
On 3/8/2023, it was reported by a sales representative via email that flipcutter iii from an ar-1288qis-100 quadlink implant system would not close back to its 3.5 mm position after drilling the femoral tunnel to a 9 mm hole. Surgeon had to use an arthroscopy grasper to squeeze the blade shut. This was discovered during a procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.